Event description:
Rashes [rash]. Infections [infection]. Case narrative: initial information received on 11-jan-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves patient of unknown demographics who experienced rashes and infections with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, route, indication, frequency, batch number: unknown). Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had rashes (rash) and infection (intervention required). Action taken: unknown for all the events. It was not reported if the patient received a corrective treatment for the events (rashes, infections). Outcome: unknown for both the events. A product technical complaint was initiated and results were pending for same.

Event description:
Rashes [rash]. Infections [infection]. Case narrative: initial information received on 11-jan-2022 from united states regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves patient of unknown demographics who experienced rashes and infections with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, route, indication, frequency, batch number: unknown). Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had rashes (rash) and infection (intervention required). Action taken: unknown for all the events. It was not reported if the patient received a corrective treatment for the events (rashes, infections). Outcome: unknown for both the events. A product technical complaint was initiated and results were pending for same.

Event description:
Rashes [rash] . Infections [infection] . Case narrative: initial information received on 11-jan-2022 from united states regarding an unsolicited non-valid serious case received from a consumer/non-hcp. This case involves patient of unknown demographics who experienced rashes and infections with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate injection liquid solution (strength: 16 mg/ 2ml) (route, indication, frequency, batch number: unknown). Information for batch number requested. On the unknown date, after the unknown latency of starting the treatment with hylan g-f 20, sodium hyaluronate, patient had rashes (rash) and infection (intervention required). Action taken: unknown for all the events. It was not reported if the patient received a corrective treatment for the events (rashes, infections). Outcome: unknown for both the events. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for product synvisc one. Batch number; unknown; sample status: not available. The investigation was in process. Additional information was received on 11-jan-2022 and 25-jan-2022 (case processed with clock start date of 11-jan-2022) from healthcare professional. Case was updated from valid case to non-valid case as the number of patients were unknown. Global ptc number, form and strength added. Text was amended accordingly. Local comments: *downgrade*